Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. Following j&j procedures, a visual inspection, temperature and impedance test of the returned device were performed. Visual analysis revealed a cut on the surface with reddish material inside the pebax. The temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material inside the pebax could be related to the impedance issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient¿s body. Concerning the pebax damage, the catheter instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro. It was indicated that the impedance rose as soon as they start to ablate. They flushed the catheter several times to check if the flush itself was fine. That was the case. After this, they tried to ablate once again; however, the impedance was still the problem. They exchanged the catheter. No adverse patient consequence was reported. This was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j) for evaluation. Following j&j medtech procedures, a visual inspection, temperature and impedance test of the returned device were performed. Visual analysis revealed a cut on the surface with reddish material inside the pebax. This finding is MDR reportable.